Manufacturer narrative:
It was reported that a patient underwent placement of a trapease inferior vena cava (ivc) filter for the treatment of a deep vein thrombosis. The information provided indicated that the filter had perforated the ivc and the patient has experienced pain and anxiety. The indication for the filter placement was right lower extremity deep vein thrombosis (dvt) with a contraindication to anticoagulation due to the need for a re-exploration of lumbar laminectomy and repair of a dural fistula. The patient had a laminectomy approximately two months prior. The filter placed via the right common femoral vein and deployed at the level of l2-l3. The patient is reported to have tolerated the procedure well. The patient¿s medical history has not been provided. Approximately thirteen years and thirty-eight days post implant the patient underwent a computed tomography (CT) scan due to ¿buzzing¿ sensation in the right groin. The scan results noted: a retrievable infra renal ivc filter is noted with the retrievable hooks located intraluminal. The struts project just slightly outside the ivc, maximally at 3.5 mm. However, an addendum to the report indicated that there were no discrete retrievable hooks in association with the I vc filter; prior records should be reviewed in order to determine specific filter type. The proximal and distal tips of the filter are intraluminal and the filter is in vertical position in line with the ivc. A portion of the posterior transverse duodenum contacts the left anterior strut. There is no hematoma around the ivc. Approximately thirteen years and ten months post implant the patient had a bilateral lower extremity venous duplex ultrasound for leg swelling, the scan was negative for dvt, however a baker¿s cyst was noted. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. With the limited information available and without the procedural films or post implant images to review the reported device perforation of the inferior vena cava could not be confirmed or further clarified. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. Anxiety and pain do not represent a device malfunction and may be related to underlying patient specific issues. The anatomical location of the pain the patient is experiencing has not been reported. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, a patient underwent placement of a trapease inferior vena cava (ivc) filter for the treatment of a deep vein thrombosis (dvt). The information provided indicated that the filter had perforated the ivc and the patient has experienced pain and anxiety. The indication for the filter placement was right lower extremity dvt with a contraindication to anticoagulation due to the need for a re-exploration of lumbar laminectomy and repair of a dural fistula. New information indicates that the filter was placed the day following the re-exploration surgery. The patient had a laminectomy approximately two months prior. The filter placed via the right common femoral vein and deployed at the level of l2-l3. The patient is reported to have tolerated the procedure well. The patient has a history of gastroesophageal reflux disease, lumbar spinal stenosis and herniated discs. Approximately thirteen years and thirty-eight days post implant the patient underwent a computed tomography scan due to ¿buzzing¿ sensation in the right groin. The scan results noted: a retrievable infra renal ivc filter is noted with the retrievable hooks located intraluminal. The struts project just slightly outside the ivc, maximally at 3.5 mm. However, an addendum to the report indicated that there were no discrete retrievable hooks in association with the ivc filter; prior records should be reviewed in order to determine specific filter type. The proximal and distal tips of the filter are intraluminal and the filter is in vertical position in line with the ivc. A portion of the posterior transverse duodenum contacts the left anterior strut. There is no hematoma around the ivc. Approximately thirteen years and ten months post implant the patient had a bilateral lower extremity venous duplex ultrasound for leg swelling, the scan was negative for dvt, however a baker¿s cyst was noted. Approximately thirteen years and eleven months post implant the patient underwent an ileo-caval venous doppler study that revealed a well-positioned filter. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. With the limited information available and without the procedural films or post implant images to review the reported device perforation could not be confirmed or further clarified. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. Anxiety and pain do not represent a device malfunction and may be related to underlying patient specific issues. With the limited information available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
According to the information received in the patient profile from (ppf), the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of filter strut(s) outside the ivc. The patient is also reporting pain and fear that the device has moved or will move and cause injury or death. The following additional information received per the medical records state that the patient has a history of lumbar spinal stenosis, herniated discs, lower extremity deep venous thrombosis. During the implant procedure, the left common femoral vein was accessed and a guide wire was inserted. The filter was deployed at the level of l2-l3. The patient tolerated the procedure well. A duplex examination of the iliocaval system was performed fifteen years and seven days post implantation and the device was noted to be well positioned and free of thrombus.

Manufacturer narrative:
Please note that the exact event date is unknown and that the event date in the report is the complaint awareness date. As reported, the patient underwent a surgical procedure to implant a trapease inferior vena cava (ivc) filter for the treatment of a deep vein thrombosis. The device was implanted into the patient¿s left common iliac vein by the physician. The device in the patient was positively identified by the patient¿s medical records. Thirteen years one month and eight days after the index procedure, the patient had a scan done on his filter. The filter was noted with the retrievable hooks located intraluminal. The struts of the filter projected just slightly outside of his ivc. This is an indication of perforation. As of the present, the patient is still implanted with the malfunctioned device, which is known to be dangerous and cause serious side effects. As the result of the trapease filter installation, the patient has suffered and is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses, not limited to the apprehension and risk associated with retaining a defective device inside his body. No additional information is available. The device was not returned for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. The trapease inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films available for review, the mentioned perforation could not be confirmed. A clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported events. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported through the legal department via a legal brief, the patient underwent a surgical procedure to implant a trapease inferior vena cava (ivc) filter for the treatment of a deep vein thrombosis. The device that was implanted into the patient¿s left common iliac vein by the physician. The device in the patient was positively identified by the patient¿s medical records. Thirteen years one month and eight days after the index procedure, the patient had a scan done on his filter. The filter was noted with the retrievable hooks located intraluminal. The struts of the filter projected just slightly outside of his ivc. This is an indication of perforation. As of the present, the patient is still implanted with the malfunctioned device, which is known to be dangerous and cause serious side effects. As the result of the trapease filter installation, the patient has suffered and is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses, not limited to the apprehension and risk associated with retaining a defective device inside his body. No additional information is available.